Event description:
Nasogastric tube clogged after feeding of fortified brm with florajen probiotic mixed in. Had to be pulled and replaced with new ng tube. Nasogastric tube occluded during feeding and had to be removed and replaced with new one.